Event description:
The physician endoscopically conducted a nasal septoplasty surgery on (B)(6) 2012. The entact septal stapler is supplied pre-loaded with eight resorbable staple implants. Using the entact septal stapler, all eight implants were placed into the mucosal tissue on both sides of the pt's septum for coaptation. According to the physician, a visual verification (via endoscope) was performed upon implantation of the resorbable implants and successful insertion of all eight staples was confirmed. There were no delays or issues with the entact septal stapler during the surgery. The pt was released after the surgery without any issues. The pt returned to the clinic several days post-op with nasal obstruction. According to the physician, the pt experienced a septal hematoma that required an incision to drain the hematoma and a needle/syringe was used to drain the hematoma. According to the physician, no further complications have been observed during subsequent post-operative visits and the pt has recovered normally.

Manufacturer narrative:
The entrigue surgical sales representative ((B)(4)) reported on (B)(4) 2012 that an adverse event occurred following a case with dr (B)(6).